Event description:
On 12/12/04, the pt contacted lifescan and reported that her one touch ii meter kept giving the not ok message. There was no allegation of harm. The not ok message was appearing during a test. It was verified that the test strip was not moved during the test. The pt was walked through cleaning the meter and the optic area. Proper testing technique was also reviewed, but the issue still persisted and the message appeared again on the display. She had contacted a medical professional for advice, but there was no treatment given. Based on the info provided, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the meter. The pt was upgraded to the one touch ultra system.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.